Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided.

Event description:
It was reported that there was methotrexate leftover in the secondary tubing. It was noted that the pump module recorded that the correct volume was administered. There was no patient harm.